Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within 5 turns and retracted within 11 turns. Helix, fully extended, measured .080 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, the screw-in mechanism did not function properly. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.